Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. Device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's air inlet filter replaced due to preventive maintenance, in-line filter and in-line filter prox were replaced due to clogged, which was not related to the malfunction/issue.